Manufacturer narrative:
The event of unexpected mode switch was confirmed. The device was received in bvvi mode with battery voltage above elective replacement indicator (eri). Analysis performed found memory errors registered in the device memory consistent with integrated circuit anomaly. After the device was restored from backup mode, further testing was able to reproduce the backup operation during cold temperature. This is consistent with and integrated circuit anomaly with cold temperature sensitivity. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker was found to be in backup vvi mode during interrogation prior to the procedure. The pacemaker was not used and replaced. There was no patient involvement.